Event description:
It was reported that difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed, and after deployment of a watchman delivery system and closure device (wds), the device did not meet release criteria. Difficulty was experienced when recapturing the wds. The wds was removed from the patient and puncture holes were visualized on the device. The procedure was aborted. No patient complications were reported.

Event description:
It was reported that difficulty recapturing occurred. A left atrial appendage (laa) closure procedure was being performed, and after deployment of a watchman delivery system and closure device (wds), the device did not meet release criteria. Difficulty was experienced when recapturing the wds. The wds was removed from the patient and puncture holes were visualized on the device. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. Visual inspection found numerous kinks in the sheath. Microscopic inspection found that the tip had damage consisting of flared tri-cuts, the distal marker band was kinked, and abrasions were within the sheath tip. The implant had anchor damage. A photo was received and depicts the sheath with unknown damage. Product analysis could not confirm the reported recapture difficulty as clinical circumstances could not be replicated. Product analysis could not confirm the reported puncture holes as the device was not punctured, however, there was a sheath kink in the same location as the media's depiction of the reported damage.